Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).

Event description:
It was reported that the pump "didn't last eight or nine days and it would stop working." The patient stated that the pump "would just stop working, start beeping, going off alarming." No patient symptoms were reported. The device system was used to deliver clonidine, baclofen, dilaudid and marcaine. Additional information has been requested but was not available at the time of this report.